Event description:
It was reported when the device was used during a colectomy, the staples malformed. On the second firing of the device, the staples formed correctly. The staple line appeared to be intact. Subsequently, the pt developed peritonitis post operatively. The pt was returned to surgery. A second surgeon performed the re operation. Upon visual inspection, the staple line was found opened which appeared to be where the device was used. The opening was closed using sutures and the abdominal cavity was irrigated. Consequently the pt went into septic shock and expired.